Event description:
It has been reported to the co that during the procedure the fitting of this device was defective. Reportedly, the hub connector could not be connected with the injector and contrast medium leaked while monitoring. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.